Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem could not be confirmed. The device's delivery accuracy was running at three different tests, all of the tests were found to be in factory specification for accuracy. Service preformed preventive maintenance. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump failed accuracy by +8.4. No patient injury reported.